Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The implantable cardioverter defibrillator (ICD) had a power on reset. The patient indicated having used an electric drill earlier in the day. The device was replaced due to approaching recommended replacement time(rrt). No patient complications have been reported as a result of this event.